Event description:
Pt reported approximately 2 months after injection with an unspecified type of juvederm in the cheeks and "around the mouth", the pt developed cold sores inside the mouth, inflammation, "bumps", "knots under the skin around the jaw", and swelling mainly on the left lower lip and right eye. The pt had been injected with unspecified juvederm a "few days" prior with no resulting symptoms. The pt was treated with ciprofloxacin and 14 other unspecified injections.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The event of cold sores, inflammation, "bumps", "knots", and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.